Manufacturer narrative:
Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was operated for four distal to proximal treatment passes at low speed in an in-stent lesion in the right coronary artery (rca). The lesion was then treated with the oad for three treatment passes on high speed. During a fourth treatment pass, the oad became stuck in the stent. The oad was turned on at low speed but could not be removed. The outer sheath of the oad was cut and peeled back and an attempt was made to remove the oad using a guide extension catheter, however the oad fractured proximal to the crown during this attempt. A balloon and micro snare were used to remove the device, however they were unsuccessful. The patient was transferred to surgery, however the vascular surgeon was unable to remove the fractured component. The fragment was removed via a bypass procedure. The patient was in stable condition following the procedure.